Event description:
Same pt as 6000093-2005-01037. It was reported that 199 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.50mm, 80% stenosed portion of the right posterior descending artery (r-pda). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. The patient underwent a tvr for focal in-stent restenosis. The physician successfully placed a cypher stent in the r-pda. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the target vessel was probable.

Event description:
It was further reported that target lesion 1 was 10mm long. Following predilatation there was "residual stenosis and a type a dissection." A 2.5 x 12 mm taxus stent was then placed. Residual stenosis was 0% following post-dilatation. The pt was admitted 192 days after procedure, after complaining of increasing chest pain, which was initially noted with exertion but later at rest. Cardiac catheterization at that time revealed lmca minimal irregularities, lad 30% proximal stenosis, diag 40% ostial stenosis, distal lad occluded and filled via bridging collaterals, lcx posterolateral branch occluded at origin and filled vial bridging collaterals, ramus occluded at orin and filled via briding collaterals, rca (target vessel) 40% proximal stenosis, prior stents in first and second branches of r-pda both with 90% in-stent restenosis. The in-stent stenosis in the second r-pda was successfully treated with balloon angioplasty followed by cutting balloon angioplasty. The in-stent stenosis of the first r-pda was also treated with balloon angioplasty. There was 0% residual stenosis at each site following the intervention. The pt tolerated the procedure well.

Event description:
It was further reported that target lesion 1, following pre-dilatation, it was noted that there was "residual stenosis and a type a dissection." A 2.5 x 12 mm taxus stent was then placed. Residual stenosis was 0% following post-dilatation. The pt presented to the ER 212 days after the initial procedure with prolonged intermittent chest pain and "fair relief" from nitroglycerin. ECG demonstrated no acute change and cardiac enzymes were normal. Cardiac catheterization at that time revealed lmca minimal irregularies, lcx 40% proximal stenosis, patent stent in the mid portion, patent lateral branch without significant stenosis, posterolateral branch was occluded at its origin and in the mid vessel, chronic occlusion of the first and third marginal branches, ramus is occluded at its origin and fills via bridging collaterals, lad 30% proximal stenosis, distal occlusion, mild to moderate disease of the diagonal branch, rca 30-40% proximal and distal stenosis, moderate diffuse disease of the posterolateral and second posterolateral branches, patent stent in the first-pda, focal 70% in-stent restenosis of the second r-pda. Poba was performed to the second r-pda. A cutting balloon was then placed but was unable tobe passed into the stent to further dilate it. Residual stenosis was 20%. The patient was referred for a surgical opinion and was discharged the next day on aspirin and plavix. The patient was re-admitted 30 days later for surgical revascularization. ECG the day before re-admission showed bradycardia. 242 days post initial procedure, the patient required CABG x 5 including, svg to om2 and om3, lima to lad, svg to posterolateral and 2nd r-pda. 4 days later ECG revealed normal sinus rhythm, possible inferior infarct and nonspecific t wave abnormality (site confirmed that no enzymes were drawn). The patient was discharged the same day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is not related.